Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a mistake/touch contamination made by the patient. Seven days before this report was received, the patient was hospitalized for the peritonitis event. The patient was treated with unknown antibiotics (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Dianeal therapies were ongoing. The patient was discharged from the hospital five days after admission, and was recovering from the event. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.